Event description:
It was reported that the patient underwent a left shoulder revision due to dislocation. Attempts have been made and no additional information on the reported event is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports: 0001822565-2023-01089. Item#110030777; lot#65560519. Other associated products: item#010000589; lot#881160.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. B1: both ae and malfunction. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.